Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump needed a function check. Customer's blood glucose was 190 mg/dl. The customer was advised to run self test and it pass but didn't beep at the end. Customer was advised that the device would be replaced but declined and stated that his information was there and the insulin pump seemed to work.